Manufacturer narrative:
The monitors subject of the reported event are being returned to steris for evaluation. Investigation of the reported event is in progress. A follow-up report will be submitted once additional information becomes available.

Event description:
The user facility reported that prior to a patient procedure the monitors to two of their vivid image 4k surgical displays were turning off. No report of injury.